Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The cuff was too large. The cuff was replaced with a 4.0 cm cuff. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.